Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for the loose drive support disk. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during manual prime process. The customer's blood glucose was 68 mg/dl. The drive support cap was loose. The customer stated that the cap was flush but it pushed in. The customer stated that they did not recall pressing the drive support cap. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.